Manufacturer narrative:
Concomitant medical products: addrl1, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited chronically high thresholds and low impedance. The lead was previously inactivated and has since had the proximal portion of the lead explanted and the lead replaced. No patient complications have been reported as a result of this event.